Manufacturer narrative:
Correction information provided in h.10. The initial report was submitted in error. Upon additional information that was received after the initial report was submitted, the event is no longer reportable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2019-54574.

Event description:
A customer reported an intraocular lens (iol) was damaged. The outside cardboard box and the lens box were also somewhat crushed. Additional information was requested.